Event description:
Contact states that the flowtron trio was in use during a surgical procedure with placement on the floor underneath the surgical table. An operating room personnel (scrub tech) accidentally hit the on/off switch with their foot which caused the switch to pop off causing sparks from the pump as the surgical procedure was in progress. The trio system was taken out of service immediately and replaced with another trio system during completion of the procedure. No pt or staff injuries were incurred.

Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh on behalf of the manufacturer arjohuntleigh, a branch of arjo (B)(4). The eval of the device to date has been carried out by a rep of the manufacturer's sales and service unit subsidiary divisions, not a direct employee of the manufacturer. The info contained in this initial report is based upon the info provided to the manufacturer. Additional info will be provided following the conclusion of the manufacturer's investigation.